Event description:
A malfunction alarm identified as "malf 6" was reported without any notable events occurring prior. There was no adverse impact on the customer¿s blood glucose level. Customer support guided the customer through resetting the pump, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reoccurs, which the customer understood and acknowledged.